Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned, the pump will be investigated and a supplemental reported will be filed. No conclusions can be made at this time.